Manufacturer narrative:
The device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: a review of the pump histories indicated that the last basal and last bolus deliveries occurred on (B)(6) 2015. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no errors, alarms, or warnings occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015 the reporter contacted animas alleging that on (B)(6) 2015 the patient experienced low blood glucose (bg) of 39mg/dl with unsteadiness, confusion, and severe dizziness associated with an inaccurate delivery issue. The patient reportedly received assistance of a family member to treat the low bg and remained on the pump. Customer technical support reviewed the pump with the reporter and found all settings and histories were correct. However, a cause for the low bg could not be determined during troubleshooting. This complaint is being reported based on the allegation that the patient experienced hypoglycemia of unknown cause while using insulin pump therapy.